Event description:
It was reported that the patient developed an infection. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection. The patient underwent an ipg explant procedure. Additional information was received that symptoms of infection were fever and inflammation around the ipg site. The physician believed that the infection was not device or procedure related. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.